Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two proglide devices using the pre-close technique prior to an interventional aortic stenting procedure. Reportedly, a first proglide device was successfully pre-placed. Two additional proglides were attempted; however, the sutures broke at the time of deployment. The aortic stenting procedure was completed. After the procedure, the pre-placed proglide suture broke at the time of knot advancement. Surgical intervention was used to repair the vessel and achieve hemostasis. There was a reported clinically significant delay and prolonged hospitalization due to surgical intervention. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The two additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of unspecified tissue damage is a known inherent risk of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.